Event description:
I had a complaint from (B)(6) hospital today about the valved ultrasheaths 8 french. The catheter would not pass through the sheath as it has with every other sheath from us that they've used.